Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that interstim was causing pain in my back and down my leg. At times if they are up walking their entire leg will fall asleep. Is there anyway they can adjust this so they can bend over and pick some thing up without being in excruciating pain

Manufacturer narrative:
Event date approximate. Year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that for the last couple weeks the patient had been experiencing a lot of pain in the area of the implant. They also reported that when they are out shopping, sometimes their entire leg will fall asleep "like it's sitting on a nerve". They spoke with their hcp regarding this and was redirected to contact patient services (ps) for adjustments. Ps reviewed their role. The patient then stated they had a zoom appointment with their doctor and stated they looked at their incision and the patient stated their incision is black and blue and stated their healthcare provider (hcp) informed them that there is a clot that had formed. The patient denied any recent trauma or falls. They stated they were advised to call patient services following this appt. For adjustment. They stated this all started around thanksgiving and had been getting worse. They expressed dissatisfaction with the education they had received on use of the device. Ps reviewed how to connect with the ins. The patient stated therapy was on at 0.6v, program 3. They wanted to try changing programs and changed to program 4, stating with therapy off they noticed no improvement in pain and reported they were still in pain. The patient turned on and increased stim and reported they were not feeling any stimulation but their pain stayed the same. Ps reviewed consideration to turn off therapy and follow up with hcp to discuss further. They turned therapy off and will monitor pain and follow up with hcp. Reviewed process to coordinate appt. With rep and provided pt with nas phone number for hcp if needed. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.